Event description:
Caller reported that cartridge leaked insulin on two separate occasions, occurring on (B)(6) 2026, involving issues at different points in the cartridge. There was no adverse impact to the customer's blood glucose level. Customer managed to change the cartridge and successfully continued insulin therapy, while technical support initiated the process to return the faulty cartridge for replacement.